Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. Subsequently, revision procedure was performed (B)(6) 2010 due to infection. The hip, cup, head, and taper adapter were removed and replaced with competitor spacer. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-02061, 02136/02138).

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. Subsequently, revision procedure was performed (B)(6) 2010 due to infection. The hip, cup, head, and taper adapter were removed and replaced with competitor spacer. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the patient had previously undergone an irrigation and debridement and was give long-term IV antibiotics due to infection. It was noted after that, the patient appeared to be doing well until patient reported acute onset left hip pain. An aspiration was performed and it was discovered the patient was infected again. Revision operative report from the revision on (B)(6) 2010 noted a large cyst in the subcutaneous tissue. Operative report confirmed that all implants were removed and replaced with antibiotic spacers.